Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse checked the machine and found that the catheter extender was not connected by the customer. The fse then showed a demonstration to the customer. The unit passed all functionality tests and was returned to the customer and cleared for clinical use.